Event description:
Report received indicated pt suffered a neurological event described as amaurosis fugax one day after stenting the lesion. The pt was consented to the study for carotid stenting. At baseline the pt was evaluated with a nih (national institutes of health) stroke scale score of (0) as well as a rankin stroke scale score of (0). The patient was asymptomatic. The target lesion location was proximal left internal carotid artery with occlusion in contralateral carotid. The target lesion diameter stenosis was 80% with lesion length 7.0mm and reference diameter 6.0mm. Total length of stented segment was 40.0mm. The qualitative lesion calcification and vessel tortuosity was not documented. Quantitative lesion calcification was mild and lesion was eccentric. An arch type-I was present. Thrombus was not seen at the lesion site and pre-dilatation was performed.

Manufacturer narrative:
Angioguard distal protection device was inserted into the pt; however, there was inability to track device towards the lesion and subsequently was successfully retrieved without any adverse event associated. Following a second embolic protection device (angioguard) was prepped and deployed successfully. One precise was deployed at the intended location. There was no stent malfunction reported. Upon retrieval of the angioguard device, there was no debris found in the basket. The procedure was completed with a 0% final residual in lesion stenosis. There was no neurological deficit when pt left the angiography suite. Heparin was administered during the procedure. One day after the index procedure, the pt suffered a neurological event described as amaurosis fugax. There was right visual field loss. The onset was gradual and recovery was partial, minor residual. The duration of the event was <24 hours. The event was not related to the anticoagulation or cordis product(s); however, was related to the index procedure. The pt was discharged in 2008 with a nih (national institutes of health) stroke scale score of (0) as well as a rankin stroke scale score of (0) clopidogrel and aspirin were administered pre procedure and at discharge. The product remains implanted in the pt and is not available for evaluation and testing. Additional info will be sent within 30 days upon receipt.